Manufacturer narrative:
Product ID 3387s-40, lot# va0jhdy; product type lead product ID 3387s-40, lot# va0jhdy; product type lead product ID neu_unknown_ext; product type extension product ID neu_unknown_ext; product type extension. (B)(4).

Event description:
It was reported, there was an impedance issue on the left side during an inter-operative stage 2 procedure. The right side was fine. The contacts 2-3 were 10 ohms and it was seen during implant. It was further reported there was low out of range impedance values. There was a short on electrode 2/3. They thought it might be due to over-tightening the depth stop, lead end cap. Additional information received reported the cause of the impedance issue was not determined and they were unsure if stimulation was felt with patient or if the impedances resolved. The patient outcome was unknown.